Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that the insulin pump had scratches which affect ability to read the screen. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated insulin pump battery life diminished, low battery alert, low reservoir alarm, treading seems to be worn, battery cap was damaged and also insulin pump did not give an alert. The insulin pump will not be returned for analysis.